Event description:
An infusion pump with a failure code 812:02. The facility rep stated that the failure code occurred during biomed testing. Although info was requested by baxter, no info was available regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury. Additional contact info was requested but no additional contact was identified.